Manufacturer narrative:
Eval summary: as no sample was received, functional testing could not be conducted. The system manual provides as probable causes of loss of aspiration/suction issues: loose blue luer fittings, damaged o-ring (ultraflow irrigation-aspiration handpiece only), clogged tip, kinked or damaged tubing, cracked blue fitting. As recommended solutions, the manual recommends: reconnect securely, inspect o-ring and replace as necessary, flush tip with sterile water or bss sterile irrigation solution, retest, replace tip, retest, check tubing and/or replace cassette, check fitting and/or replace cassette. The root cause could not be determined as a sample was not returned. Add'l info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a cassette stopped aspirating at the irrigation-aspiration (/a) step during surgery. The surgery was delayed for 10 mins. The cassette was exchanged and the surgery was completed without further issue. No pt harm reported. Add'l info has been requested but not received to date.